Manufacturer narrative:
Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient initially implanted with a 29mm aortic valve, model 2700, for 19 years 3 months underwent a valve in valve procedure for stenosis. The patient received a 29mm 9600tfx replacement valve. The patient had afib postoperatively and underwent ppm placement on pod #4. The patient was discharged on pod #12.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient initially implanted with a 29mm aortic valve for 19 years 3 months underwent a valve in valve procedure for stenosis and regurgitation. The patient received a 29mm replacement valve. The current patient disposition is unknown.